Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored two untreated episodes showing oversensing of large artifact signals. Technical services reviewed the episodes and discussed the noise was consistent with changes in the impedance pathway, which can be caused by incomplete lead insertion, impairment of the lead, or other contact disturbances in the device header. Troubleshooting with patient movements and posture changes was recommended to see if the artifacts could be recreated in the currently programmed primary sense vector as well as the secondary vector. If no noise was reproduced in secondary and the vector showed appropriate sensing, the device should be reprogrammed to secondary to avoid the potential for inappropriate shock therapy. Technical services also recommended x-rays to ensure the electrode was fully inserted into the device header. It was noted smart pass had disabled in may, due to diminished r-wave amplitudes. The sales representative reported the physician planned to schedule the follow up for troubleshooting and reprogramming. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored two untreated episodes showing oversensing of large artifact signals. Technical services reviewed the episodes and discussed the noise was consistent with changes in the impedance pathway, which can be caused by incomplete lead insertion, impairment of the lead, or other contact disturbances in the device header. Troubleshooting with patient movements and posture changes was recommended to see if the artifacts could be recreated in the currently programmed primary sense vector as well as the secondary vector. If no noise was reproduced in secondary and the vector showed appropriate sensing, the device should be reprogrammed to secondary to avoid the potential for inappropriate shock therapy. Technical services also recommended x-rays to ensure the electrode was fully inserted into the device header. It was noted smart pass had disabled in may, due to diminished r-wave amplitudes. The sales representative reported the physician planned to schedule the follow up for troubleshooting and reprogramming. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored two untreated episodes showing oversensing of large artifact signals. Technical services reviewed the episodes and discussed the noise was consistent with changes in the impedance pathway, which can be caused by incomplete lead insertion, impairment of the lead, or other contact disturbances in the device header. Troubleshooting with patient movements and posture changes was recommended to see if the artifacts could be recreated in the currently programmed primary sense vector as well as the secondary vector. If no noise was reproduced in secondary and the vector showed appropriate sensing, the device should be reprogrammed to secondary to avoid the potential for inappropriate shock therapy. Technical services also recommended x-rays to ensure the electrode was fully inserted into the device header. It was noted smart pass had disabled in may, due to diminished r-wave amplitudes. The sales representative reported the physician planned to schedule the follow up for troubleshooting and reprogramming. No adverse patient effects were reported. The device remains implanted and in service.